Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, during an implant procedure, the right ventricular (rv) lead was noted to be bent and unable to be implanted.

Manufacturer narrative:
The reported event of fixation lead with slightly bent tine was not confirmed. As received, a complete lead was returned for analysis. Visual analysis noted one tine was cut/not returned with the lead which is consistent with procedural damage, although the other three tines were normal and intact. Electrical testing did not find any indication of conductor fractures or internal shorts.